Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle y mesh and restorelle directfix posterior mesh. Later the patient experienced rectocele and enterocele, bleeding, hematuria, dyspareunia and restorelle dfp mesh exposure. A 1-2 cm excision of the restorelle directfix posterior mesh, enterocele repair and an implant of a competitor's product were performed.